Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support provided guidance on resetting the pump, which successfully resolved the malfunction, as the code did not recur afterward. The customer was advised to continue using the pump and to contact support again if any future issues arose, which the caller acknowledged and understood.